Manufacturer narrative:
A thorough investigation was performed that determined the customer's reported issue was not reproducible. There was no indication of design defect nor a failure to meet manufacturing requirements for this transducer. The transducer was replaced to address the customer's immediate concerns and the replacement transducer is in service with no further similar issues.

Manufacturer narrative:
The transducer information was inadvertently entered as the primary product and the epiq cvx ultrasound system information as the secondary product in the initial report. Therefore, the system product name, serial number, UDI, catalog and model number have been updated as the primary product. There is no change to investigation details and outcome.

Event description:
It was reported that the transesophageal x8-2t transducer¿s sealant on the tip was coming off. The transducer was associated with the epiq cvx ultrasound system at the customer¿s site. The issue was discovered outside of clinical use and there was no patient or user harm associated with this event. The philips service engineer replaced the transducer to address the customer¿s immediate concern. Philips has started an investigation, and upon completion, a follow up report will be submitted.